Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the patient's programmer was able to communicate with the ipg, but the pt could not increase the stimulation amplitude above perception with the programmer. The impedance readings measured high on lead contacts 9-16. Follow up on the pt found that the pt will be scheduled for a lead explant and replacement procedure. The procedure date is currently undetermined; no further info is available.